Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was in overdischarge, possibly for the 3rd time. The rep had met with the patient and attempted to communicate with the ins and tried to reset the ins, but had no results. The overdischarge had not been resolved at the time of the report. Additional information was reported that no more attempts will be made to reset the device. The rep is unsure if surgical intervention will be taking place. It was reported that this was the third reset. The rep was unable to obtain and verify accuracy of the previous device resets/overdischarge. No further information was reported.